Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363430, lot 0061932638) was being used on (B)(6) 2024. According to the complainant, the prime function was initially used to remove air from the line and the infusion was restarted. However, an air in line alarm reoccurred. The prime function was used once again to successfully prime the line, but the air-in-line alarm continued to occur. At this time, the door was opened, the tubing was removed, inspected, and tapped, to observe and confirm that no air was present in the lines. No bubbles were visible, so the tubing was reloaded, and the infusion was restarted. The alarm reoccurred prompting the use of a new pump. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.